Event description:
International affiliate reports that the final tightener's hexagonal tip sheared off into the head of the screw that was being tightened. The broken tip was recessed into the screw head and could not be retrieved. The tip was impacted further into the screw head and the cam of the anterior lumbar plate used in the procedure was locked in place, securing the broken tip and screw.

Manufacturer narrative:
Examination of the returned modular screwdriver found the instrument's hexagonal tip had twisted prior to breakage. The twisting of the tip and subsequent tip breakage indicates that the damage is due to the application of excessive force during screw tightening. The returned screwdriver was tested for hardness and met specification requirements. Dimensional inspection could not be performed due to the incurred damage. However, review of the device history record confirmed the lot met specification requirements when released to stock. At this time, the complaint is considered to be closed.